Manufacturer narrative:
(B)(4

Event description:
According to the reporter: after the stapler was placed, it could not be removed. The stapler was removed after several attempts; however, the anvil remained inside the bowl and bound within the anastomosis. In order to be removed, the anastomosis had to be ripped and repeated again. No additional information available at this time.